Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, when the clip was locked, they were unable to remove the wire. The clip remained securely in place within the lesion, requiring a maneuver to dislodge it. This caused bleeding at the site, which required the placement of a new clip to close the lesion. The clip only detached once it was removed from the device. The procedure was completed with another resolution 360 clip. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from the catheter. Block h10: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached with the jaws misaligned and with evidence of full deployment. No other problems with the device were noted. The device was returned with the clip assembly detached with the jaws misaligned and with both activations performed. Therefore, the root cause of the reported event of clip unable to release from catheter can be confirmed. A labeling review was performed, and it was found that the device was used in a manner inconsistent with the labeled indications, as per the instructions for use (IFU). The IFU states that after the first activation, the clip cannot be reopened; however, the physician did not follow this step. Additionally, it was confirmed that the adverse events of "clip failure to release from catheter" and "minor hemorrhage" are known and anticipated in the labeling. The reported event of clip unable to release from the catheter was confirmed. The investigation found that the clip was returned fully deployed, however during the procedure, when the clip was locked, they were unable to remove the wire. The returned device review showed that the clip had both activations performed and the jaws were misaligned. This failure could have occurred at the moment they released the clip and pulled it from the control wire, causing both arms to be misaligned. Therefore, the most probable root cause for this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, when the clip was locked, they were unable to remove the wire. The clip remained securely in place within the lesion, requiring a maneuver to dislodge it. This caused bleeding at the site, which required the placement of a new clip to close the lesion. The clip only detached once it was removed from the device. The procedure was completed with another resolution 360 clip. No patient complications were reported as a result of this event.